Event description:
I bought colored contacts online from ttdeye.com and the contacts hurts my eyes a lot that I have to check with doctor to get treatment. Please report this website. Https://www.ttdeye.com/products/. Red eye, eye swollen after wearing the contacts. The website is selling without prescriptions. FDA safety report ID# (B)(4).